Event description:
Report received of an overdelivery noted during preventative maintenance testing. The customer contact reported that initially, a "rubber pin" inside the pump had broken off and electrical tape was used to secure the pin in place. The pump was returned to clinical use. After the conclusion of pt use, the pump was returned to the user facility with the electrical tape intact. There were no reports of any adverse pt events while the pump was in clinical use. Reportedly, during preventative maintenance testing by the user faiclity, the pump was tested with the electrical tape intact, and delivered a measured volume of 52 ml instead of the expected 45 ml. The pump was tested a second time with the same tubing set and the pump delivered a measured volume of 100 ml instead of the expected 45 ml. Delivery accuracy for this pump requires delivery of +/- 10% of the set amount. Though requested, no additional info was provided.